Event description:
After deployment of a sapien xt valve in a 60:40 aortic/ventricular position, tee revealed moderate paravalvular leak (pvl). Post dilation was performed with a 1cc of contrast added to the balloon but the pvl did not improve. A decision was made to place a second valve. The valve was positioned more ventricular (40:60 a/v) resulting in slight improvement of pvl by tee (moderate). There was no further action performed. The patient was stable. The native aortic annular diameter measured 23mm by tte, and 22.8mm x 29.1mm with an area of 523mm2 by CT reconstruction pre-tavr. During the procedure an area of 468mm2 was calculated. A decision was made to implant a 26mm sapien xt valve. As reported, the native valve was moderately calcified, the native leaflet was severely calcified and the aortic root was moderately calcified. The coaxial alignment of the valve and delivery system, and the image intensifier angle was good. Based on the pvl observed during the procedure, the physicians stated that a 29mm valve would have been a better choice as CT area was borderline between 26mm and 29mm valve.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per report, the patient¿s CT screening was borderline between two valve sizes (26mm and 29mm) and the valve may have been undersized. The pvl was attributed to the valve being undersized. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.